Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. Upon interrogation, it was noted that the right atrial lead was oversensing noise which resulted in pacing inhibition. The pacing lead impedance had been chronically low. The lead was imaged and an insulation anomaly was observed. The lead was capped and replaced. The patient was doing well post procedure and was discharged the same day. The patient would continue to be monitored.